Manufacturer narrative:
(B)(4). See regulatory report # 3004209178-2016-07816. Analysis of the desktop charger (serial # (B)(4)) found a connector pin bent on the cable assembly.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found a connector pin bent on the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging. It was stated that the patient had their device at high settings so they needed to charge their device everyday. The patient reported that this had been going on since implant. There was a report that their stimulation stopped during the night because they were not able to charge. The patient reported that the connector pin seemed loose. A bent connector was reported. Later, the patient reported that they got a new cord with the connector pin and the recharger still did not seem to be recharging. While on the call, the recharger started charging. Everything was fine. Relevant medical history includes complex regional pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.